Event description:
Caller reported a sensor error associated with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, and the issue was resolved as the caller successfully started a new sensor session with no further errors.